Event description:
It was reported that the patient did not reach target temperature of 91.4f using arctic sun device. The patient temperature was 94.5f and water temperature was 40f. The flow rate was marginal (1.7lpm). Discussed causes of heat generation. The patient had known infection and was shivering earlier. Upon disconnecting and reconnecting pads there was flow up to 2.3lpm and trend was neutral. The patient weighed 89kg. The user was not sure of pad size but confirms good coverage and was advised to treat heat generation per protocol or orders. The nurse was advised to perform diligent skin checks. Per follow up 2 on 08jul2021 via nurse, after pad connection therapy was completed with no further issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not reach target temperature of 91.4f using arctic sun device. The patient temperature was 94.5f and water temperature was 40f. The flow rate was marginal (1.7lpm). Discussed causes of heat generation. The patient had known infection and was shivering earlier. Upon disconnecting and reconnecting pads there was flow up to 2.3lpm and trend was neutral. The patient weighed 89kg. The user was not sure of pad size but confirms good coverage and was advised to treat heat generation per protocol or orders. The nurse was advised to perform diligent skin checks.